Manufacturer narrative:
Entire form completed by manufacturer.

Event description:
Lead was capped with possible lead fracture remains implanted. Investigational letter sent. Limited patient information available.